Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen was in black, and it had an issue with drawer controller board. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was found in a black screen and in offline mode. A field service engineer (fse) confirmed that the station would not power on. The auxiliary was removed from the main unit, but the issue persisted. Further inspection revealed that one pyxibus controller board in the auxiliary drawer was faulty. The fse logged into the hardware test application (hta) and ran a final test on the main drawer two, which passed successfully. All drawers and slides were tested to ensure proper functionality. The fse also opened the top cover, checked the connections in the electronics drawer, and removed accumulated dust under the top cover to improve system performance. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen was in black, and it had an issue with drawer controller board. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.